Manufacturer narrative:
Device used for treatment, not for diagnosis. Akra,g. Et al (2017). Early results of minimally invasive percutaneous plate osteosynthesis for fractures of the distal tibia: a retrospective case series and review of the literature. Clinical medicine insights: arthritis and musculoskeletal disorders, volume 10, pages 1-7. This report is for an unknown locking compression plate (unknown quantity/unknown lot). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: akra (2017). Early results of minimally invasive percutaneous plate osteosynthesis for fractures of the distal tibia: a retrospective case series and review of the literature. Clinical medicine insights: arthritis and musculoskeletal disorders, volume 10, pages 1-7. This was retrospective review of a study performed between 2002-2003. The purpose of the study was to determine the union rate and complication rate associated with minimally invasive percutaneous plate osteosynthesis (mippo) technique to treat patients with distal tibia fracture. A study population consisted of 14 patients, 9 men and 5 women. The mean age was 41.2 years (range 21-72 years). The mean follow up period was 15 months. The mechanism of injury was traffic accident, fall from height, twisting and crush from a heavy object. The fracture was treated operatively with locking compression plate, (ao synthes, (B)(4)). Associated fibular fractures were plated first to establish correct length in some patients. All implants were still implanted at the time of follow-up. All patients were satisfied with their results and 100% fracture union was established. No loss of fracture reduction or failure of the implants were reported. However, the following mild complications were observed: patient 2: (B)(6) female with left distal tibia fracture had superficial infection which was treated successfully with oral antibiotics. No deep infection was found. Fracture union was achieved. Patient satisfaction was excellent. This report is for an unknown locking compression plate. This is report 1 of 1 for (B)(4).